Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces. The first portion includes the distal tip, scanner body, and a portion of the distal shaft, measuring approx. 1.8 cm in length. The second portion includes a portion of the distal shaft, proximal shaft, exit port, luer, and catheter connector, measuring approx. 154 cm in length. The overall length should be between 148-152 cm; however, the distal shaft was stretched. At the location of the separation, the microcables were exposed with sharp edges observed. Block h6: the probable cause of the reported failure is damage during use/handling of the device. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014 catheter was used in a therapeutic peripheral procedure in a severely calcified lesion. During pullback, the catheter got hung up on a piece of calcium in the common iliac. Several attempts were made to push the catheter forward and back, and torqued the catheter, but were unsuccessful. The distal tip had separated but remained intact to the guidewire. To remove from the patient, the sheath was advanced carefully to the distal tip, then the sheath dilator was inserted through the sheath. At that point the distal tip was trapped between the sheath and dilator, and everything was removed as a system. No piece of the catheter was retained in the patient. The procedure was completed with a non-philips device. This adverse event & product problem is being submitted because the visions distal tip separated, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2, a3b: date of birth and gender, not available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions 014p was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.